Manufacturer narrative:
The product is not expected to be returned as it was disposed of after explant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up, this right atrial (ra) lead exhibited high out of range pacing impedances that were greater than 3000 ohms. The ra lead was then explanted and replaced. No additional adverse patient effects were reported.